Manufacturer narrative:
(B)(4). The assignable root cause was determined to be due to a seal gap at the end cap of the hand pump. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). One actual sample and one companion sample were returned for evaluation. Visual inspection as well as functional testing was performed on the companion sample. No abnormalities were observed. The actual sample arrived full of blood, therefore, a limited evaluation was performed. The sample was placed in a 10 to 1 bleach solution bath and the hand pump was manually squeezed, this identified a leak at the outlet end cap seal area. Therefore, the reported condition was confirmed. An assignable root cause was not determined. A batch review was performed on the reported lot with no deviations found.

Event description:
A customer reported to baxter corporate product surveillance a clearlink blood y-type solution set in which a leak was observed from the hand pump. According to the report, the set was connected to the patient during a surgical procedure. About three hours after therapy was initiated, the anesthesiologist observed that the hand pump ruptured and had blood squirting out of it. Blood medication did not come in contact with the patient. The set was changed out and therapy continued as normal. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.